Event description:
It was reported that a malfunction alarm occurred. Customer reverted to alternative method of insulin therapy. It was also reported that the customer experienced a blood glucose level of 50 mg/dl, cause of low bg was unknown. Customer addressed bg by consuming carbohydrates.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.